Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and that the lead tip was retracted back to the shoulder insertion site with all excess lead in the subcutaneous pocket. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.